Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient experienced pain due to overstimulation. It was noted that the patient had a difficult time turning off the stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explant ipg was discarded.